Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 3. There were no adverse patient effects or clinically significant delays. On (B)(6) 2025, during a follow-up transthoracic echocardiogram it was determined the mr returned to grade 4. The clip remained stable on the leaflets. A secondary procedure was scheduled. On (B)(6) 2025, a patient presented with grade 4 functional mr for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported mitral regurgitation. Based on available information, the reported mitral regurgitation is related to procedural conditions (clip not placed for optimal mitral regurgitation reduction). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 3. There were no adverse patient effects or clinically significant delays. On (B)(6) 2025, during a follow-up transthoracic echocardiogram it was determined the mr returned to grade 4. The clip remained stable on the leaflets. A secondary procedure was scheduled. On (B)(6) 2025, a patient presented with grade 4 functional mr for a secondary mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays.